Event description:
The coracoidal process fractured during implant reduction. Placing the target pins into this bone may have weakened it. The surgeon cabled the fracture and the surgery was completed successfully.

Manufacturer narrative:
The nextar shoulder rsa surgical techniques have been updated to include the following warning: target fixation requires adequate coracoid bone stability. Osteoporosis, weakness of the coracoid process, or other deficiencies, could lead to adverse events including bone fracture. Verify that the coracoid bone and relevant patient conditions are suitable before proceeding. This change is going to be notified to final users following the recall procedure.

Manufacturer narrative:
On 29 february 2024, during a check, we have found two errors in the initial MDR report (MDR 2022-00596): labeled for single use? - it is written "yes" but it has to be "no". Usage of device - it is written "initial use" but it has to be "reuse".